Manufacturer narrative:
There was no patient involved thus no patient data exists. There is no established expiration date for this device. Device was sent back to manufacturer on 5/07/2009 and a loaner table was shipped to account. Evaluation summary - upon evaluation, it was noticed that the hydraulic hose is damaged and this is the likely cause of the hydraulic fluid leak. The trend hose # 8 was cut close to the upper energy chain. The hydraulic reservoir was almost empty and hydraulic fluid was all over base assembly. The column casings, bellows frames, and base cover were also damaged. Hydraulic fluid can drain the fluid completely from the reservoir rendering the table nonfunctional/unusable. There is a potential that a user or patient could slip on the leaking fluid. There were no adverse consequences that occurred as a result of this malfunction. This is not a single-use device.

Event description:
(B)(4). It was reported that a surgical table is leaking hydraulic fluid. The table was moved into the hallway as a result of this malfunction. Account clams it has leaked over a gallon of fluid.